Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3.

Event description:
The manufacturer of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that work order (B)(4) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run p08-dh1853 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted (only pr# 2550385 in jun 2020). Review of all mold complaints for the period of (B)(6) 2020 through (B)(6) 2022 related to mfg date and found no adverse trend in the event rate in regards with the reported event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: analysis of the returned device identified: crease flat and calcification (approx. 5%). Microscopic analysis was performed which identified: crack opening on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. The events of infection and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; bacterial infections / yeast infection; swollen lymph nodes.

Event description:
Patient reported rashes, malposition, deflation; inflammation, pain, burning, swollen lymph nodes, and bacterial infections, yeast infections. The following patient reported events have been deemed not related to the device: joint pain inflammation, hair loss, lethargy, lump, fatigue, night sweats, memory loss, panic attacks, dry scalp, vision issues, insomnia, slow muscle recovery, headaches, respiratory issues, and vertigo. Affected side is left. The device has been explanted.